Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2013-01371.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-01371 and 1225714-2013-01372.

Event description:
Additional information received further specifies that the patient experienced a sudden cardiac event and expired on the same date, which is alleged to have been caused by the decedent's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-01371 and 1225714-2013-01372.